Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Mesh exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation with concurrent transvaginal hysterectomy / bilateral salpingo-oophorectomy, cystourethroscopy to treat bladder repair due to prolapse, urogenital prolapse, stress urinary incontinence and postmenopausal bleeding. Post implantation the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence and vaginal scarring and organ perforation. On (B)(6) 2009, the patient underwent mesh removal due to exposed mesh with concurrent ams elevate posterior, ams elevate anterior and ams monarc implantation. On (B)(6) 2010 and (B)(6) 2011 the patient underwent a collagen injection for bladder repair. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.